Event description:
Nobel biocare dental implant fell out. Five more are failing. I suspect they are a titanium cylindrical implant coated with hydroxyapatite, called ha. At a recent judgement of the tribunal in a foreign country, this implant has never been the subject of any serious test. The hydroxyapatite coating completely disappears, falls out. This causes implant failure.